Manufacturer narrative:
The ge service rep placed the ccd camera on order. He install the camera aligned image. At the end of procedure the iris pot error occurred again. He spoke with the customer and found that the original collimator iris pot had been rebuilt. He ordered a replacement collimator and reinstalled the original camera. He realigned the image chain. The rep also found that the pin one of the camera cable had come out of the connector. After hours of rebooting and repositioning and signal checking. No problem was found. He replaced the cover booted up iris pot error. He checked the drive signal/voltage at ffb and collimator, all are present. The rep ordered a hv voltage cable, even though checked drive signal / voltage at ffb and collimator, all are present. He installed a new high voltage cable. No more problem exist.

Event description:
The customer reported the system displayed a collimator iris potentiometer error.